Event description:
It was reported that the lead was explanted and replaced the day after implant due to high capture threshold and lead dislodgement. Micro-perforation was suspected. Patient condition post procedure was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).